Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was unknown. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If any relevant information is obtained that is related to the reported issue, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): a review of the device logs revealed no increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The device was fully tested and calibrated during evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The direct cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical testing. A visual inspection was performed and found no issues. The device was tested under the cycler remote toolbox (crt) software, no pneumatic leakage inside the device pneumatic subsystem was found. A review of the event history log revealed no system errors, anomalies or hardware device failures. Simulated therapy was performed and completed with no issues. There was no failure or malfunction identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.